Event description:
The hemostasis valve came apart during an angiographic procedure. The device was replaced with a new one. The procedure was completed without incident. There was no report of harm or injury.

Manufacturer narrative:
Device eval: other, the device evaluation is in process. A follow-up report will be submitted when the eval has been completed. Eval conclusions: a follow-up report will be submitted when the device eval has been completed